Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper pops off during draw with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that pst green top stoppers comes off/pops off during a draw. Pst green top ¿comes off; pops off¿ during a draw for unknown reason(s). This occurs when the product ¿is in the hub.¿ resolved by keeping hold of the tube during the draw. This event began ¿about one week ago¿ and has occurred 3 or 4 times. All tubes were from the same lot. Additional information received 2019-12-31 from customer: are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) No it¿s not on any certain age. Was the acquisition device bd? Yes. What is the acquisition device that was used? Bd tubes. Was there any exposure to blood/bodily fluids? No. Was there any medical intervention? No. Safety issue? No. Are samples from this lot available? No they were either thrown or used all up. No more on our shelf.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.

Event description:
It was reported that the stopper pops off during draw with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that pst green top stoppers comes off/pops off during a draw. Pst green top ¿comes off; pops off¿ during a draw for unknown reason(s). This occurs when the product ¿is in the hub.¿ resolved by keeping hold of the tube during the draw. This event began ¿about one week ago¿ and has occurred 3 or 4 times. All tubes were from the same lot. Additional information received (B)(6) 2019 from customer: are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) No it¿s not on any certain age. Was the acquisition device bd? Yes. What is the acquisition device that was used? Bd tubes. Was there any exposure to blood/bodily fluids? No. Was there any medical intervention? No. Safety issue? No. Are samples from this lot available? No they were either thrown or used all up. No more on our shelf.